Event description:
A malfunction was reported with the customer's pump, which had a dark screen that would not turn on. There was no adverse impact on the customer's blood glucose level. Tandem technical support instructed the customer through various steps to troubleshoot the device, including plugging it into a power source and resetting the pump. Although the malfunction code reappeared after resetting, the customer's pump was determined to be under warranty, and a replacement pump with updated software was sent. The customer understood how to store and return the faulty pump and agreed to update their settings and connect their cgm to the new device.